Manufacturer narrative:
Results of the investigation has concluded in an update that is provided in this follow-up report.

Event description:
Component fractured results of the investigation has concluded in an update that is provided in this follow-up report.

Event description:
Component fractured.